Event description:
It was reported the programmer rf (radio-frequency) head had intermittent telemetry. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was out of electrical specification. As a result the cable was replaced. It was also noted that the lens was loose in the upper case.